Manufacturer narrative:
H.6. Investigation summary: one photo and one sample were provided to our quality team for investigation. The final product for lot ta11876 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the samples for evaluation. Upon visual inspection, a crack at the y-site was observed, verifying the reported failure. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. Based on the available information, they could not identify a definitive root cause at this time. CAPA pr# (B)(4) has been initiated and personnel are looking further into this issue to reduce any re-occurrence. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It has been reported that one bd phaseal secondary set (c62) has been found experiencing leakage during use. The following has been provided by the initial reporter: c62 hospital pharmacy started to use c62 instead of c61 (complaints). Now they have found again one c62 leaking from the tube. No cytostatics inserted yet. They just realized it when priming the tube with saline.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd phaseal secondary set (c62) has been found experiencing leakage during use. The following has been provided by the initial reporter: c62 hospital pharmacy started to use c62 instead of c61 (complaints). Now they have found again one c62 leaking from the tube. No cytostatics inserted yet. They just realized it when priming the tube with saline.